Event description:
During a follow-up in clinic, episodes of post-paced t-wave oversensing and loss of capture were noted on the right ventricular (rv) lead. Furthermore, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the right atrial (ra) lead. The suspected root cause of the event was rv and ra lead damage. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable. Related manufacturer report number: 2017865-2022-04078.

Event description:
During a follow-up in clinic, episodes of post-paced t-wave oversensing and loss of capture were noted on the right ventricular (rv) lead. Furthermore, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the right atrial (ra) lead. The suspected root cause of the event was rv and ra lead damage. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable. Related manufacturer report number: 2017865-2022-04078.